Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed sensor wire detached from the applicator after insertion on (B)(6) 2014; patient's mother did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return their device to be investigated.